Event description:
The user/facility reported "leaking of product at site where in-line filter connects to IV tubing, estimated blood loss 4cc, no treatment required, condition stable." Several attempts were made to contact the user/facility. Voice mail messages were not returned. There is no additional information on the pt's status.